Event description:
Note: this report pertains to one of two devices used during the same procedure. Associated manufacturer report #3005099803-2012-02747 pertains to the other device. It was reported to boston scientific corporation that an uphold vaginal support system was implanted into the patient on (B)(6) 2010. According to the complainant, the patient experienced severe and permanent bodily injuries including pain and suffering as a result of the implant. All other information, including the patient's current condition, is unknown and reportedly unavailable.